Event description:
Zoll defibrillator was placed on the patient, when we tried to shock the patient, it would not work. Zoll was switched from another room to be used. Biomed was immediately called, they came and took the zoll. It was later discovered to be defective pads. Zoll was tested by biomed and passed. Zoll was brought back to the ed.